Event description:
Pt stated that hook portion of material caused irritation to the skin and eventually open sores. Pt wore device from 6/30/99 until 7/25/99. The irritated skin and open sores incurred by the pt were treated with lotion and medicated salves, according to the pt.